Event description:
A malfunction alarm labeled as "malf 0" was reported, though no notable events preceded it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.